Manufacturer narrative:
Cmo inspected retained lot 583314p for pen needle cap compatibility, no abnormalities were found during testing.

Event description:
End user reports that easytouch pn item 831361 lot 583314p that the needle hub is difficult to remove after injection. The end user is using a humalog kwikpen and there is no difficulty when attaching the pn to the kwikpen.

Manufacturer narrative:
Production records investigated for lot number 583314p. The testing showed no indication of abnormalities or malfunction at time of production.

Event description:
End user reports that easytouch pn item 831361 lot 583314p that the needle hub is difficult to remove after injection. The end user is using a humalog kwikpen and there is no difficulty when attaching the pn to the kwikpen.